Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported the top of the catheter was leaking. As a result, the catheter was removed and discarded. There was no delay in treatment and no patient death or complications reported.